Manufacturer narrative:
Approximately 86 cm of the catheter was returned. The returned catheter met the requirements for patency and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed within the interior and exterior of the catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded due to blood clots or brain fragments, tumor cell aggregates, bacterial colonization or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with device on (B)(6) 2017. According to the report, since the condition of the patient was aggravated, a revision surgery was performed to replace the device with another one. It was noticed that the device was deviated, and a catheter check found that both 2 slits on the catheter were occluded. Reportedly, there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.